Event description:
The customer reports a breakage of the tibia-impactor of the star-prothesis. Replacement was available.

Manufacturer narrative:
The reported event could be confirmed. Visual inspection: one of the black compression plate tips of the device is completely broken off. Only a little piece of it is still screwed into the device. The missing piece was not returned. Based on investigation, the root cause was attributed to a device design related issue. A corrective action report has been opened in order to further investigate and address this issue for further details. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reports a breakage of the tibia-impactor of the star-prothesis. Replacement was available.